Event description:
Troubleshooting of the device was performed which identified that the serial cable was faulty. A new serial cable was provided and the issue resolved. The serial cable was discarded; therefore, no product analysis can be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery the programming tablet gave the error message "unable to open port" indicating a possible serial cable issue. No additional relevant information has been received to date.